Event description:
Patient was out of bed to bathroom. IV tubing spike came out of glass bottle containing chemotherapy. No chemo touched patient. Small amount of chemo on floor (approx. 5cc). Chemo spill clean-up process initiated/completed. New tubing placed on bottle and medication administration resumed. IV tubing (and later IV bottle, once infusion complete) was given to nurse manager. It appears that when the spiked rubber becomes wet from the chemo solution, the tubing spike is lubricated to the point where it is more easily removed from the bottle (versus a tight grip on the spike itself). Abbott suggesting taping the tubing to the bottle. It was also suggested that the nurses were spiking the bottle too far (ie, up to the hub of the spike at the point of entrance to the bottle). The solution was to only spike to the top line on the spike. It is hard to believe that either of these alternatives would be acceptable.